Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent and the main coil was found to be detached from delivery wire, and the detachment appears to be mechanical. A functional test not performed as the coil was found to be detached and not returned. The reported defect was not confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure. During the analysis the main coil was found to be detached from the delivery wire and not returned, and the delivery wire was kinked. It is probable that the main coil was detached within the microcatheter due to procedural or anatomical factors during use. An assignable cause of procedural factors will be assigned to reported 'coil in catheter friction' and as analyzed 'main coil prematurely detached/separated during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The as analyzed ¿coil delivery wire kinked bent¿ will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage was assigned.

Event description:
Analysis of the returned device found the main coil prematurely detached/separated from delivery wire during use. There were no clinical consequences to the patient reported as a result of this event.